Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The machine failed the auto test, but passed the manual pressure holding test. The pt's blood pressure dropped about half an hour into the treatment. Pt was given saline and goal was reduced by 1 kg. Based on the pre-and post weights reported, saline given and the adjusted goal, there was a weight loss variance of approximately 1.8 kg. The pt was discharged stable.